Event description:
A nurse at the user facility reports a nonconforming haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.